Manufacturer narrative:
The insulin pump passed the functional testing including displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The insulin pump was received with normal operating currents, no unexpected off no power alarms and no low battery alarms. The insulin pump had a cracked case at the display window corners, cracked lcd window, minor scratches on the lcd window, cracked belt clip slot at the battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call hospitalization and physical damage on the insulin pump. Customer's blood glucose level was 495 mg/dl. Troubleshooting for high blood was performed. Customer experienced high blood glucose levels, diabetic ketoacidosis, shortness of breath, chest pain, vomiting and was hospitalized. Troubleshooting for cosmetic damage was performed. Customer advised the right corner toward the top of the back of the display screen was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.